Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. Visual inspection of the device found no anomaly on the outer and inner helix, the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly, the device was able to be interrogated successfully throughout analysis without loss of telemetry.

Event description:
During the initial implant of the leadless pacemaker (lp) system, conductive telemetry was lost on the right atrial lp. The lp was explanted and a new lp was selected for implant, however the telemetry issues continued. The second lp was explanted and the procedure to discontinued.